Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to detect the attachment CPR stat pad electrodes via the multifunction cable. Complainant indicated that there was no patient involvement in the reported malfunction.